Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's dka and ICU admission. No qualification records were reviewed as no product lot number was reported. The omnipod user guide warns "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death," and advises "check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."

Event description:
(B)(6), a nurse, called from the (B)(6) medical center, (B)(6), stating that an omnipod patient was admitted to the intensive care unit on (B)(6) due to diabetic ketoacidosis. She is currently being treated with manual injections. He stated that the would provide her the product support number so that she could call back and give additional information. When the patient did not call, three attempts were made to reach her. She did not respond to messages.